Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, the right ventricular (rv) lead coil impedance skipped to greater than 200 ohms and continued to measure high impedance. The lead previously trended in the 30-40 ohms range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to high right ventricular coil impedance. A lead fracture was confirmed via x-ray. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.